Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire and an adverse event was reported. The sensor was inserted into the abdomen. On (B)(6) 2018, the patient's mother saw a lump on the patient's abdomen under the ribcage and took them to the general practitioner. The patient was referred to a specialist and a nurse at the hospital where they had an ultrasound and x-ray performed. The results of the images determine that there was a sensor wire in the patient's body. The patient's mother indicated that she is unsure which sensor or sensor session the sensor was from. On (B)(6) 2018, the patient was examined by a surgeon and on (B)(6) 2018, the sensor wire was removed from the patient's abdominal wall. The patient returned home the same day and received stitches. At the time of contact, the patient was at home recovering. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.